Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was unable to remove the battery cap on her insulin pump when she was attempting to change out the battery. Her blood glucose was 64 mg/dl. The customer attempted removal of the battery cap with a quarter and a screwdriver and was unsuccessful with both. She was advised to discontinue use of the insulin pump. Nothing further was reported.